Manufacturer narrative:
Reported event of catheter difficult to remove. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on december 16, 2016 that a wallflex¿ biliary rx stent was used in the biliary tract during stent placement procedure to treat a stricture. Reportedly, the patient¿s anatomy was tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent in the correct location; however, upon removal of the delivery system, it got caught in the stent and pulled the stent out of the biliary tract. Reportedly, the stent does not remain implanted inside the patient and there were no additional interventions done to remove the stent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Updated with the additional information received on january 12, 2017. Investigation results: a fully-deployed wallflex biliary rx stent delivery system was returned for analysis. The stent was not returned. Visual evaluation found the outer sheath and inner shaft of the delivery system were kinked. There was no issue with the distal tip of the inner shaft. No other issues were noted with the device. The investigation concluded that the cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary rx stent was used in the biliary tract during stent placement procedure to treat a stricture. Reportedly, the patient¿s anatomy was tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent in the correct location; however, upon removal of the delivery system, it got caught in the stent and pulled the stent out of the biliary tract. Reportedly, the stent does not remain implanted inside the patient and there were no additional interventions done to remove the stent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. **additional information received on january 12, 2017: the stent was pulled out from the patient's body together with the delivery system.